Manufacturer narrative:
(B)(4). Complaint conclusion it was reported that a little 6/7f mynxgrip vascular closure device (vcd) plug came out a thin patient. The patient bled for awhile. The tech cut the sealant at skin level and tucked a dressing over it. The plug came out further. The sealant was cut again and manual pressure was held longer to achieve hemostasis. The product is not available for return. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. . The failure reported as ¿sealant mis-deployment¿ was not confirmed since the device was not returned and a physical investigation could not be performed. The exact cause of the reported failure experienced by the customer could not be determined. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
It was reported that a little 6/7f mynxgrip vascular closure device (vcd) plug came out a thin patient. The patient bled for awhile. The tech cut the sealant at skin level and tucked a dressing over it. The plug came out further. The sealant was cut again and manual pressure was held longer to achieve hemostasis. The product is not available for return.